Event description:
It was reported when using the bd pyxis medstation es system drawer did not have power. The customer stated that the user had to retrieve the required medications from other stations or from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer was failed due to magnet. A field service engineer replaced defective inseparable magnet to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 did not have power. The drawer was replaced due to an instep magnet failure which resolved the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system's drawer 4 did not have power. The customer added that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.